Event description:
It was reported the patient's blood glucose level (bg) rose to >250 mg/dl. The pod reportedly fell off the infusion site, causing the cannula to dislodge. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod was returned not deployed. The adhesive pad was attached to the bottom housing, the adhesive liners were attached to the adhesive pad, and the needle cap was attached to the bottom housing window. Inspection of the download data found that the pod was deactivated by the user at the end of the first priming sequence. Inspection of the fluid path and needle mechanism components found no evidence of any damages or deficiencies that would result in the soft cannula becoming dislodged from the infusion site. The soft cannula could not have dislodged from the infusion site as reported, as the device was received with the soft cannula not deployed. Additionally, an adhesive failure could not have occurred as reported, as the pod had not been adhered to the user. Because the adhesive liners and needle cap were still attached to the returned device, it was determined that the adhesive pad was not used and the device had not been applied.